Event description:
The customer reported that the iris was too large and they had to reboot the c-arm to correct the problem. Also the c-arm did not raise, but would only go down.

Manufacturer narrative:
The ge svc rep replaced the power supply and the collimator calibration was performed per svc manual. The system performed as intended.